Manufacturer narrative:
Should additional information be provided, this report will be updated.

Event description:
Boston scientific received information that this device displayed a error code which indicated that the battery was depleting inappropriately. The device was recommended to be explanted. The local boston scientific field representative reported that the device was to be changed out at a later date. There were no adverse patient effects reported. As of today, the device remains in service.